Manufacturer narrative:
Block a4: the patient's weight is 74.5 kg; reported here as the patient's weight exceeded the character limit for the designated field. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results the returned cre pro wireguided dilatation balloon was analyzed, and a visual/microscopic inspection found a longitudinal tear. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes the reported event of balloon burst was not confirmed. The longitudinal tear found in the balloon could have been interpreted by the customer as the reported event of a balloon burst. This problem is likely to have occurred due to factors encountered during the procedure, it can be due to excess pressure, interaction with other devices, or anatomical factors. These factors and interactions could influence the damage found in the balloon. It is possible that interaction with any kind of sharp surface during or previous to the procedure could create friction on the balloon causing the longitudinal tear. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used in the bile duct during a bile duct stenosis procedure performed on (B)(6) 2024. During the procedure, the balloon burst. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used in the bile duct during a bile duct stenosis procedure performed on (B)(6) 2024. During the procedure, the balloon burst. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a4: the patient's weight is 74.5 kg; reported here as the patient's weight exceeded the character limit for the designated field. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11 (investigation results) have been updated. Block h11: investigation results: the returned cre pro wireguided dilatation balloon was analyzed, and a visual/microscopic inspection found a longitudinal tear. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes the reported event of balloon burst was not confirmed. The longitudinal tear found in the balloon could have been interpreted by the customer as the reported event of a balloon burst. This problem is likely to have occurred due to factors encountered during the procedure, it can be due to excess pressure, interaction with other devices, or anatomical factors. These factors and interactions could influence the damage found in the balloon. It is possible that interaction with any kind of sharp surface during or previous to the procedure could create friction on the balloon causing the longitudinal tear. Therefore, the most probable root cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used in the bile duct during a bile duct stenosis procedure performed on (B)(6) 2024. During the procedure, the balloon burst. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a4: the patient's weight is 74.5 kg; reported here as the patient's weight exceeded the character limit for the designated field. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.